Event description:
Medtronic received information that (B)(6) months following the implant of this bioprosthetic valve, the patient was hospitalized and treated for possible endocarditis. Additionally, (B)(6) months following implant, echocardiogram results revealed moderate paravalvular and central regurgitation, left ventricular ejection fraction of 50% and a tear in the posterior leaflets of the valve with no vegetation. Subsequently, (B)(6) months following the implant, the valve was explanted and replaced with another manufacturer's bovine pericardial valve. Upon explant the surgeon noted calcification of the mitral valve annulus and paravalvular dehiscence. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, sections of the sewing ring appeared to have been removed during explant adjacent to the left and right cusps. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A large tear observed in the belly of the right cusp appeared to be a combination of contact with the bias cloth and explant. The layered, jagged edges along the tear, on the surface of the tunica, were consistent with a tear occurring at explant. A puncture-like tear, possibly associated with a sharp object, was observed within the area of the larger tear. The edges at the center of the tear were round and smooth, showing possible bias cloth wear along the inner outflow rail. All commissures were intact. Remnants of pannus were observed along the inflow and outflow edges of the sewing ring. Radiography showed no evidence of mineralization in the valve. Conclusion: analysis could not determine the definitive cause of the tears. It is possible that implant technique and/or the explant procedure contributed to the tears. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).